Event description:
It was reported that the patient had difficulty charging the ipg as it was not charging correctly. The patient underwent a revision procedure wherein the device was replaced with a non-rechargeable ipg. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was kept by the medical facility.